Event description:
It has been reported to philips that the c-arm rotation movement stopped during a 3d examination. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the diagnosis procedure and the procedure got delayed for less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm rotation movement stopped during the 3d examination. Review of the system log file does not show any position sensor malfunction. Upon troubleshooting, fse found that the issue was with the position sensor that detects the position of the c-arm propeller. Fse replaced the position sensor and adjusted the c-arm propeller rotation position and the drive current. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.